Event description:
Patient with mitral valve prosthesis leak and tricuspid insufficiency. Underwent mitral valve prosthesis replacement with a 25 mm carpentier-edwards pericardial prosthesis and tricuspid annuloplasty repair with devega annuloplasty.